Event description:
The manufacturer became aware of an allegation due to a user of dreamstation auto CPAP. Wife called in stating patient passed away last 2022. She said that the device has been returned and no longer has the unit or tracking details. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.